Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected at approx. 57.5 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. However, the is-1 connector pin was pulled off and was not returned for analysis. It is reasonable to assume that the lead was dissected in the course of the surgery. The visual inspection of the returned lead fragment revealed deformations of the svc shock coil which occurred most likely during the surgery. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. In summary, the lead was found dissected upon receipt, which occurred most likely during the surgery. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.

Event description:
This device was returned without documentation from an (B)(4). It was unknown why this system was explanted. There was no patient information after calling (B)(4). The patient's following physician had no additional information either. Should additional information be received, this file will be updated.